Event description:
It was reported that during the procedure, the sensor wire will become undone while in the patient, sometimes with the blue covering flecking off and the ureteral stent becoming torn. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device code a0414 captures the reportable investigation results of stent torn material, inside the patient. Correction to block d1 based on additional information received on march 14, 2025.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device code a0414 captures the reportable investigation results of stent torn material, inside the patient.

Event description:
It was reported that during the procedure, the sensor wire will become undone while in the patient, sometimes with the blue covering flecking off and the ureteral stent becoming torn. The procedure was completed with another of the same device and there were no patient complications reported.